Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during priming. It was also mentioned that the drive support cap was normal. Blood glucose level was 179 mg/dl. No further details were provided. The insulin pump will be returned for analysis.